Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause cannot be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac asked the customer if the cv-190 was shut off after the b30 or e216 errors to clear the message. The customer was uncertain and was not in front of the unit at the time of call. The customer confirmed that the scopes functioned for five connections however, the errors occurred after it was connected. Tac advised the customer to shut off the cv-190 tower when the b30 or e216 errors occur. Afterwards, disconnect the scope related to the errors, connect the next 190 scope, power on the cv-190, and note if the errors occur with another scope. Tac advised that if the errors occur with other scopes, the clv-190 should be exchanged on the tower with a known working unit. However, if the error messages persist, tac concluded that the cv-190 was defective and will need to be sent in to the national service center for evaluation and repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is displaying a b30 and an e216 communication error when the 190 scope is connected. There was no patient involvement, no harm or user injury reported due to the event.